Event description:
It was reported that an infection had occurred. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on all conductors (not obstructed, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and helix/lobe mechanism (sleeve head), there was a damaged guidetooth and apparent explant damage. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.